Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they tried the magnet from the stratamr adjustment device, and it helped move the valve from 2.5 to 2.0, but now it was stuck at 2. Neither the stratamr magnet or m2 magnet could get the valve to move. The patient was not able to be successfully reprogrammed, but they were currently being watched by their physician in an outpatient setting since they remained asymptomatic. It was stated that they were able to get an x-ray which demonstrated that the valve was set at 0.5 p/l though the handheld devices were reading back consistently at 2.0 p/l.

Manufacturer narrative:
Patient information updated; event and implant dates updated. If information is provided in the future, a supplemental report will be issued.